Event description:
It was reported that the right side rear leg is broken at the weld on the translator.

Manufacturer narrative:
It was reported that the right side rear leg is broken at the weld on the translator. User was sitting "sitting on it in the kitchen and slowly broke landing on her bottom and buttocks is sore." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.